Manufacturer narrative:
Device was not returned and not available for analysis. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under the instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states, "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."

Event description:
At conclusion of stereotactic breast biopsy, the marker was deployed. Difficulty was encountered getting the needle out after deployment. In the process of getting the needle out, the tip broke of the marker deployment device broke. The small piece that broke off was sticking out of the piece that broke off was sticking out of the patient's breast and was easily removed from the patient.